Manufacturer narrative:
Additional information was obtained from the spd manager on 27-jul-2023: the mcs tip cover was disposed of in the or. They are trained to remove that before sending the instrument down to sterile processing in an effort to keep under skilled people from re-sterilizing it with it still attached. Just the mcs instrument was returned. Based on the claim against the product by the customer noting a damaged instrument tip cover, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed and found to have scratch marks with light material removed on the main tube. The scratch marks were approximately 0.043" to 0.173¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged instrument tip cover, an investigation is in progress. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was observed with a damaged grey colored sleeve as it appeared to be splitting open. The orange cover was exposed through the grey sleeve. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.